Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6, h11 the event of deflation (a050401) did not occur. Therefore, it will be unreported.

Event description:
Healthcare professional reported "capsulectomy due to capsuling baker grade unknown and exchange of textured devices due to patient's concern with product". Healthcare professional later reported "plug strap separated" observed during surgery. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported right side "capsulectomy due to capsuling baker grade unknown and exchange of textured devices due to patient's concern with product". Healthcare professional later reported "plug strap separated". Device has been explanted and not replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of capsular contracture, anxiety - product/ procedure and plug strap separated received on sep 24, 2025. With catalog number mcghan390cc. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ plug strap separated: observed broken assessed as surgical damage and missing assessed as inconclusive. As per the investigation procedure, crease, wear abrasion and opening completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure, valve leak.

Event description:
Healthcare professional reported right side "capsulectomy due to capsuling baker grade unknown and exchange of textured devices due to patient's concern with product". Healthcare professional later reported "plug strap separated". Device has been explanted and not replaced.